Event description:
It was reported that the device jammed after the third firing. They used another like device to complete the case with no patient consequence. The device is available for analysis.

Manufacturer narrative:
(B)(4). Malformed clip, damaged feed link. Evaluation summary: the analysis results for the el5ml instrument found that it was returned with two j-shaped clips jammed in the jaws. It has been determined that the root cause of the malformed clip is feeding the clip into a closed set of jaws. The following are scenarios of how this malformed clip could have happened: having the jaws closed in a trocar and actuating the trigger. Having the jaws closed in the molded end cap and actuating the trigger. Having the jaws closed by burying tips in tissue and actuating the trigger. It should be noted that the jaws need to be fully open in order for the next clip to be properly fed. The clips were removed and the instrument was cycled and would not feed the remaining clips. Upon disassembly of the instrument the feed link was found to be broken, therefore preventing the remaining clips to be fed. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.